Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the meniscus repair surgery, after the t2 of the fast-fix was deployed it failed to secure. T1 was left secured in the patient, t2 has been removed from the patient by tweezers. The procedure was completed without significant delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned in a smashed carton with t1 and a small length of suture outside the needle. T1 was slightly bent and t2 was not returned. A functional evaluation found the actuator cycled as intended. The implants were not on the device so it was not possible to test if it could secure to the reference meniscus. A review of the customer provided image confirmed the reported product information and displayed a fast fix 360 device with a short length of suture and one implant lying next to it. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force used when reducing the knot. No containment or corrective actions are recommended at this time.